Manufacturer narrative:
We received a letter on may 25, 2021 from a third party representing the insurance company of a dental office that alleged a nomad pro2 handheld x-ray system was found at the source of a dental office fire. We received no notification from the dental office related to this allegation. There was no report of patient involvement, injury or death. We contacted the dental office on 6/2/2021 and was informed the fire occurred at 9:30pm on (B)(6) 2020 and the dental office was unoccupied at the time the event occurred. An official fire investigation report from the local fire marshall dated june 30, 2020 concluded the fire cause is undetermined. All equipment previously located within the affected area of the dental office, including the nomad pro2 device unit, are currently in the custody of a third party, whereby the investigation is ongoing. The third party representing the insurance company is in the process of scheduling a joint lab inspection for all parties involved where destructive testing will be performed. At the conclusion of the investigation, a follow-up MDR will be submitted with the results of our evaluation, as well as other available manufacturer data relative to the nomad pro 2 device.

Event description:
A third party representing the insurance company of a dental office alleged that a nomad pro2 unit was found at the source of a dental office fire. No injury or death. No impact to patient care.